Event description:
It was reported that during ICD replacement, an externalized conductor was seen proximal to the rv coil via fluoroscopy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.